Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable was loose, and had to be "wiggled" for the pump to start charging. The customer had an alternate usb cable, which charged the pump successfully. There was no reported impact to the customer's blood glucose level due to the reported issue.